Event description:
The customer reported that the mp70 monitor fell from the mounting arm onto the floor when a nurse was trying to move it. There was no report of any adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the mp70 monitor fell from the mounting arm onto the floor when a nurse was trying to move it. There was no report of any adverse pt impact. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.